Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & silicone migration.

Event description:
Healthcare professional reported "rupture of the right implant and formation of ipsilateral axillary siliconomas". Additionally, healthcare professional reports "little free fluid in the pelvic cavity" on the right side, which is not related to the device. The device remains implanted.